Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer experienced a blood glucose (bg) level reported in the 500s mg/dl. The customer felt weak did not take any action to address elevated bg due to not having any backup method of therapy. The customer went to the emergency room on (B)(6) 2024 and was subsequently hospitalized. The customer was treated with intravenous insulin and saline. Customer was discharged on 7/11/2024 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges h3 other text: device not returned.